Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope jet tube had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was evaluated, and in addition to the jet tube having foreign material additional findings were as follows: there was a no image (error b30); there was a no image (error 216); plug unit had corrosion due to water leakage; scope connector case unit was dirty due to water leakage; cable unit had corrosion due to water leakage; circuit board unit in scope connector had corrosion due to water leakage; due to burn on plastic distal end cover, insulation resistance value at distal end did not meet the standard value; angulation was lower than standard; objective lens had a scratch; connecting tube had a scratch; and the universal cord had a dent. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a deviation from IFU on reprocessing steps for the auxiliary water channel. Olympus will continue to monitor field performance for this device.